Event description:
Fracture of the lma tube while being used in a pt.it was reported that a 51 yr old male received an anesthetic with a size 4 lma to undergo bilateral mastectomy for breast canceer. The dr. Did not perform the pre-insertion tests specified in the labeling. He did not t notice any discoloration of the tube. The pt received induction with 1 cc fentanyl and 10cc propofol, and the lma was inserted with moderate ease. The dr. Noticed that nothing registered on the co2 monitor, prompting him to look at the lma. When he removed it, there was a spiral crack along the lower third of the tube. He immediately took another lma out and inserted it easily. The pt made an uneventful recovery.product returned to mfg. For analysis.